Event description:
It was reported that a small volume folfusor experienced an underinfusion. This occurred during infusion of 4500 mg fluorouracil in 0.9% sodium chloride. The treatment was planned to complete infusion in 46 hours. The customer reported that the device had "run up to 5 days". There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This batch was manufactured from june 5, 2013 - june 6, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.